Event description:
Customer reports an underinfusion of an unk fluid. The nurse states that she hung a 500 ml mag, programmed the rate to 250 ml/hr and started the infusion. Shortly after the infusion started, the rate switched to a kvo rate of 10 ml/hr. The user reports this occurred 4 times before she moved the infusion to a different device. The infusion was restarted without incident. No pt harm or medical intervention reported. The data set and event logs from the pcu were received. Investigation is on-going. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Manufacturer's report date: 2008. Pt info requested and all available info is included. This report was filed by the manufacturer.